Event description:
According to the information received from the surgeon, the aorta was penetrated and aortotomy was performed with no difficulties. The device was properly deployed with no incidents. However, when the surgeon inspected the punch for tissue donut, it was seen on the tissue grabber. The patient did not experience any symptoms and their recovery was uneventful.